Event description:
A report was received regarding a patient who was returned to the operating room on (B)(6) 2012, with the proximal portion of olecranon fracture pulled loose, status post plate and screws implant on (B)(6) 2012. The surgeon removed the plate and an unspecified quantity of screws and revised the fracture with a new plate and screws. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.